Manufacturer narrative:
H6: investigation summary bd received 108 samples and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for banding ink and embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for banding ink and embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- ink and embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 108 times. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes. Sticky tube ×106 spot in tube ×2."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 108 times. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes. Sticky tube ×106 spot in tube ×2."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.